Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was exposed to moisture and the display was blank. The blood glucose reading was 14.0mmol/l. It was stated that the device has cracks at left hand side of the screen. Then the customer called back and stated that the insulin pump had a frozen display. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.